Manufacturer narrative:
Investigation under iaca m04-04 is ongoing. (B)(4). Eval results: (other) - visual inspection of the lens showed surgical residue. The optic was split in half and one haptic was torn off missing.

Event description:
The surgeon implanted a silicone lens model aa4204vf and was damaged during implantation. The lens was removed without pt injury. The facility stated it is unk if a product malfunction occurred.